Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the suspect bridge board was returned and the reported malfunction was not replicated or confirmed. The customer received a replacement bridge board. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "defib fault 72" message. Complainant indicated that there was no patient involvement in the reported malfunction.